Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the result of the investigation is confirmed for the failure to advance failure mode reported. The definitive root cause for the reported advancement issue could not be determined based upon available information. The evaluation observed 5 kinks on the transition outer sheath. As it was reported that the catheter allegedly failed to cross a tortuous and calcified sfa vessel, patient factors may have been the likely issue that contributed in the reported event and the catheter kinks. It is unlikely that the kinks are manufacturing related, as a 100% visual inspection for catheter kinks is performed. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. Finally it is unknown whether handling or procedural techniques contributed to the reported event labeling review: IFU for sleek pta rapid exchange (rx) dilatation catheter product family was reviewed the following sections are applicable: description: ¿ the sleek® percutaneous transluminal angioplasty (pta) peripheral catheter family comprise a range of sizes of rapid exchange catheters for peripheral angioplasty. The catheter¿s proximal tubing is 304v stainless steel and the distal coaxial tubings are nylon co-polymer blend. The lumen of the shaft is used for the purpose of inflating and deflating the balloon. A second lumen at the tip is used for advancing the guidewire. ¿ a 0.014¿ (0.356 mm) guidewire is recommended for use with the sleek® catheters. Warnings: ¿ do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: ¿ carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ if resistance is felt upon removal, then the balloon, guidewire and the sheath/ guide catheter should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath/guide catheter as a unit and withdrawing both together, using a gently twisting motion combined with traction. Directions for use: inspection and preparation ¿ remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Expiry date 08/2019.

Event description:
It was reported that the pta balloon catheter allegedly failed to cross a tortuous and calcified sfa vessel with eighty percent stenosis. Reportedly, another device was used to complete the procedure. There was no reported patient injury.